Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). A synergy ous mr 2.50 x 38mm was deployed to treat the target lesion. After deployment of the stent and post dilation, a proximal edge dissection was noted. A synergy 2.50 x 16 was deployed proximally and overlapping the dissection in order to complete the procedure successfully. The patient was stable post procedure and fully recovered.